Manufacturer narrative:
Follow-up #1 date of submission 03/25/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/07/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated multiple cs 078 call service alarms on the event date. A duplicated cs 078-0008 call service alarm was emitted during the rewind step. The pump could not be exercised for 24 hours due to the same alarm. The pump case was removed and corrosion due to moisture was observed on the internal components and printed circuit board. Unrelated to the complaint, the display screen appeared dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. The reporter stated that the pump emitted a cs 078 call service alarm. During troubleshooting, the pump emitted the same alarm twice during the rewind step after rebooting the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.